Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported pre-filling the cartridges and storing in the refrigerator. Tandem technical support educated the customer regarding proper cartridge preparation and handling. Customer¿s blood glucose level was 123 mg/dl. Customer declined troubleshooting with tandem technical support to resolve the issue.